Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump was implanted backwards. The patient noted that they were informed by their implanting physician that the pump was implanted backwards 2 months after the procedure on (B)(6) 2017. The physician reportedly thought that the "bands" were broken. The patient noted that the healthcare provider (hcp) stopped filling their pump around (B)(6) 2019, removing the baclofen and putting in saline. According to the patient, their hcp dismissed them because they missed 2 scheduled refills but the patient alleged that they weren't aware of any refills. The patient found a new healthcare provider who took an x-ray of the patient's pump. According to this hcp, the "bands" were intact, but the pump was confirmed to have been implanted backwards. The pump was revised on (B)(6) 2021 and the pump was re-implanted with the front of the pump facing forward. According to the patient, the pump revision surgery was supposed to last 1 to 1.5 hours, but it took over 2 hours.